Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. Unfortunately, the reason for explant at implant has not been provided. The subject device was replaced with another edwards bioprosthesis valve. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. No other details provided.

Manufacturer narrative:
(B)(4) = obstruction of coronaries. Based on the follow-up with the health-care provider, the reason for the explant at implant was due to obstruction of coronaries. The patient was taken off cardiopulmonary bypass (cpb) prior to device removal. Per the health-care provider, the reason for the explant at implant was not related to any device malfunction or quality deficiency. Per the op report provided, the operation was completed minimally invasively. However, after weaning from cpb the patient developed hypotension and global lv hypokinesis concerning for left main coronary obstruction. The operation was converted to a sternotomy and the patient was placed back on cpb. The subject valve was removed and a new 21 mm edwards valve was placed. The patient was easily weaned from cpb with excellent biventricular function. The patient was transported to the ICU in stable condition. Unfortunately, the subject device was not returned. Therefore, the subject device cannot be assessed for any deficiency. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the sample device was not returned for evaluation, therefore, the sample device cannot be assessed for any deficiency. The device history record (DHR) review is still in progress. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information or the sample device is received. No further actions are possible with the available information.